Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed recorded episodes of inappropriate mode switch caused by over-sensed noise exhibited by the right atrial lead. Programming interventions were made. The patient was stable.